Manufacturer narrative:
No service on the ventilator was requested. Provided ventilator logs were reviewed. Chosen ventilation mode was niv nava where the ventilation is controlled by the patient via the edi, the electrical activity of the diaphragm, and delivers assist in proportion to and synchronized with patient breathing efforts. The event log contains alarms for apnea and check tubing. The apnea alarm is generated when the time between two consecutive inspiratory efforts exceeds the set alarm limit. The check tubing alarm is generated due to an excessive leakage. The alarms are most likely due to erroneous edi triggering attempts, which affects the leakage calculations giving the apnea and check tubing alarms. Successful pre-use checks were performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Niv nava ventilation always provides backup pressure controlled ventilation in case of apnea and is leakage compensated. In conclusion, the generated alarms are most likely due to miscalculation of the edi triggering attempts and a too sensitive check tubing alarm.

Event description:
It was reported that the ventilator generated alarms for apnea and check tubing. There was no patient harm. Manufacturer's ref #: (B)(4).